Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) on the homechoice (hc) during initial drain. The technical service representative (tsr) determined the home patient (hp) had initiated therapy without being connected, then connected. Therapy was ended and the customer was advised to start over with new disposables. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was determined to be use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.